Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional reported that the longevity of this device dropped faster than expected between follow up appointments. Technical services suspected that this device was on the edge of a longevity bin and the change in impedance was enough to cause it to fall into the lower bin. The patient will be seen in another month. As of today the device remains in service. No adverse patient effects were reported.